Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 378 mg/dl and diabetic ketoacidosis/high ketones. Bg cause was not known. Correction boluses were delivered to address bg. Customer received an insulin drip as treatment. Reportedly, the customer reverted to manual injections for insulin therapy. During a follow-up, it was confirmed that the customer was discharged from the hospital.